Event description:
This l v lead was implanted on (B)(6)2010. A call to patient services on (B)(6)2011 from patient states that dr. Wheelan had a difficult time trying to position the 3rd lead and it took three different surgeries, patient said it was very overwhelming. Patient said the last surgery was successful but that they had to go in through her left rib cage and go in right under the left breast. Patient said it has been a long journey. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).